Manufacturer narrative:
It was reported that when the surgeon went to place the f2 and f3 jigs, they did not fit. He tried various ways to adjust the jigs to properly sit on the bone, but none were successful. The surgeon ended up converting the patient to an off-the-shelf implant. Investigation traced the problem to an error in the cad manufacturing for the f2 and f3 ijigs on this one particular serial number. Review of the device history record indicates that everything else was manufactured to specification.

Event description:
It was reported that when the surgeon went to place the f2 and f3 jigs, they did not fit. He tried various ways to adjust the jigs to properly sit on the bone, but none were successful. The surgeon ended up converting the patient to an off-the-shelf implant.